Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door handle broken. The field service engineer (fse) replaced the damaged handle on tower door 2 after a maintenance worker chipped a snap piece, leaving a sharp edge. The door remained functional, and the replacement resolved the safety concern. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door handle was broken. The customer reported that top tower drawer handle had a portion missing and created a sharp edge that a user cut her hand on. There were no delays or adverse events or injuries reported based on this event.